Event description:
Device 2 of 3. Reference MFR report# 006705815-2019-00893; reference MFR report# 1627487-2019-03214.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR. Report# 006705815-2019-00893, reference MFR. Report# 1627487-2019-03214. It was reported that patient experience loss of sensation since implant and is dissatisfied with the scs system. As a result, surgical intervention may be pending to address the issue.